Manufacturer narrative:
It has been communicated that the device and/or lot information is not available for evaluation. Without the device and/or lot information, it is not possible for codman to conduct a proper investigation. If at some point, the device and/or lot information does become available, this complaint will be re-opened, evaluated and a follow up report will be filed. Trends will be monitored for this and similar complaints. At the present time this complaint is considered closed. Device was discarded.

Event description:
Rep reported that the certas locator tool was used to confirm that her valve was set at 1. She was sterilely prepped and draped in usual fashion. Prior to making an incision, an audible timeout was performed and antibiotics were administered. In an attempt to determine if the malfunction was a proximal or distal problem, a 25-gauge butterfly needle was inserted into the reservoir; however, there was no spontaneous flow. At this time, the previous incision in the right frontal area was then opened with a #15 blade. Using monopolar cautery, the soft tissue was down to the level of the skull and the proximal catheter. This was then disconnected from the valve, and at disconnection, there was spontaneous csf egress. The end of the proximal catheter was shodded. A manometer was then attached to the proximal portion of the valve to measure the pressure, which measured approximately 22 cm of water. Given the concern for a valve malfunction, the incision was extended inferiorly to expose the valve. Monopolar cautery was used to create a pocket for the shunt system at the valve, so that on closure, the shunt would not be directly under the incision. The valve was then disconnected. The manometer was then connected to the distal portion of the tubing into the peritoneal cavity. The distal portion of the tubing was easily flushed, and the manometer checked the abdominal pressure to be 6 cm of water. At this time, we then opened a new certas valve set to 2, and connected it to the distal portion of the shunt. The manometer was then reattached to the proximal portion of the valve, to check the pressure of the valve, which was greater than 55. At this time, we attempted to gently flush the valve, which was unable to be flushed. The valve was disconnected from the distal tubing and connected to the end of the proximal catheter. The rubber shod was removed from the end of the proximal catheter which showed brisk csf flow, seemingly under high pressure, prior to connecting to the valve. There was no spontaneous flow. Despite this, as a final attempt to check the system, the distal catheter was attached to complete the shunt system; a 25 gauge butterfly needle was used to access the reservoir, which was then connected to the manometer, again with no flow. At this time, the certas valve was removed and a low pressure non-programmable valve was opened.